Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-08366. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow alert 02 occurred in an arctic sun device. Per additional information updated from wo on 05may2025, the arctic sun device has the inlet pressure reading -12.0 at all times indicative of a failed pressure transducer, sending quote. Per follow up information received via task on 04jun2025, per review of work order and attachments, no patient involved. Issue was found during check. Per sample evaluation results received via task on 05jun2025, it was reported that the alarm 79 (non-recoverable system error) found during evaluation. Per sample evaluation results received via task on 28aug2025, it was reported that when cooling, it was observed that the outlet monitor temperature (t1) and outlet control temperature (t2) temperatures were reading different by ~3-5°c. Multiple alert 79's (non-recoverable system error). The control panel label was missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow alert 02 occurred in an arctic sun device. Per additional information updated from wo on 05may2025, the arctic sun device has the inlet pressure reading -12.0 at all times indicative of a failed pressure transducer, sending quote. Per follow up information received via task on 04jun2025, per review of work order and attachments, no patient involved. Issue was found during check. Per sample evaluation results received via task on 05jun2025, it was reported that the alarm 79 (non-recoverable system error) found during evaluation. Per sample evaluation results received via task on 28aug2025, it was reported that when cooling, it was observed that the outlet monitor temperature (t1) and outlet control temperature (t2) temperatures were reading different by 3-5°c. Multiple alert 79's (non-recoverable system error). The control panel label was missing.